Event description:
Failure to charge renasys ez plus are "dying" when you disconnect them from main power.

Event description:
Failure to charge renasys ez plus are "dying" when you disconnect them from main power.

Manufacturer narrative:
No additional information received as of today.